Event description:
It was reported the device was not advising shock delivered. Defibrillators are life-saving devices, therefore failure to shock/pace will be considered a serious injury due to a serious deterioration of health that may result from a delay or failure to shock/pace. Additional details have been requested.